Event description:
Laparoscopy for adhesions - "there is no product information available currently because the case was completed as normal and patient sent to recovery, therefore staff didn't hold on to product information. It wasn't until later, when the patient was being monitored that staff noticed a declined in blood pressure. As a result, the patient needed further surgery to try and identify the cause of the problem. It was found that there had been damage to the mesenteric artery and repair was attempted." Patient status: "attempted repair of mesenteric artery".

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.